Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the curved jaw sealer & divider started chiming with an error signal. The issue occurred during a therapeutic sigmoid colon resection procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the curved jaw sealer & divider started chiming with an error signal when coming through mesentery and small vessels (all of which it would normally work with). There was no metal around. There was no change when the tips were cleaned. The issue occurred during a therapeutic sigmoid colon resection procedure and was completed using the same set of equipment. There were no reports of patient harm.